Event description:
Bsc crm received information that this right ventricular lead experienced perforation. This perforation lead to loss of capture. The pt also experienced a synocopal episode and was admitted to the hospital. As a result, the rv lead was explanted. A new non-guidant rv lead was successfully implanted.